Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: 2008; inratio: 2.4; lab 3.2. Inratio: 3.9 lab: 2.1. Inratio: 5.6; lab: 7.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: per/internal procedure, the mean of the inratio meter and comparative sys inr were calculated for the first and second sets of data, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. For the third set of data, both values were greater than 5.0. The values were not considered inaccurate. Therefore further testing is not required at this time. Prods will be tested when returned.